Event description:
Reportedly, shortly after surgery (date not reported) the patient experienced a strong blow to the head. At initial activation, the patient did not respond to stimulation through the cochlear implant system. Radiographic images were taken but showed no clear cause. The patient's device was explanted in 2008, and a new device was reimplanted during the same surgery.

Manufacturer narrative:
This type of event is addressed in the device labeling.